Event description:
Based on information reported to davol: on (B)(6) 2011 -- pt underwent surgery that involved the explant of ventralex mesh. The surgeon reported that he observed the mesh to be "crumpled" prior to explant.

Manufacturer narrative:
Based on the information reported to davol, the pt underwent surgery on (B)(6) 2001 that included explant of a ventrlex mesh. The surgeon is said to have noted that the mesh appeared "crumpled" prior to explant. Currently, it is unk whether the device may have caused or contributed to the alleged even. No medical records have been provided and no sample has been returned for evaluation. We have contacted the initial reporter to request additional information and to request return of the device. This MDR includes all pt, event and device information davol has received to date.